Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open procedure for prolapse and hemorrhoids, about 1/3 "circuit" was not resected. After that, no resected target tissue was cut and the device was removed from the patient. The deployed staples were formed as intended. Additional suture by hand was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no strange noise was heard during the analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.